Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: stent separated in 2 pieces. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the superficial femoral artery, the stent broke in 2 pieces upon deployment. The physician retrieved both pieces from the patient's artery using a guiding catheter. Additionally, a vessel dissection occurred which was repaired with percutaneous transluminal angioplasty. There was no adverse patient sequela. Though requested, no additional information was available.